Event description:
It was reported to boston scientific corporation that an rx locking device and biopsy cap was used in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, after the procedure, the endoscope was found to be blocked with a sponge from a locking device while cleaning the scope. There were no patient complications as a result of this event.

Manufacturer narrative:
Reported event of sponge detached. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental medwatch will be filed.